Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation results, correct the lot number. The evaluation confirmed the customer complaint of broken tip, and also found that the teflon pad was partially missing as well as split and exposing metal. Based on similar reports, a potential cause for the device damage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Manufacturer narrative:
This supplemental report is being submitted to update the event dat. Olympus received voluntary medwatch (B)(4). The customer verified that the medwatch pertained to this event and also stated that the correct event date was (B)(6) 2017.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for probe breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Event description:
Olympus was informed that the device probe broke during a hysterectomy procedure. There was no report of patient injury, and the procedure was successfully completed.